Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Six weeks after a scheduled pump refill, the pt reported a lack of effect and withdrawal symptoms. The pt was hospitalized and the pump was interrogated. The event logs noted a pump reset occurred - low battery in 2008 at 18:49 and 19:42 and went into a safe state mode. A motor stall was recorded in the next day at 13:24 with no recovery recorded. At about 2 days later, a stopped pump period may exceed tube set message was recorded. The pump and catheter were replaced. The drug in the pump was morphine at a concentration of 50.0 mg/ml and a dose of 0.324 mg/day. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.